Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of dislodged conductor wire to be related to the customer complaint. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley loop of wire is pinched and sticking out such that the wire protrudes inside the grip jaw. The wire insulation was not damaged, and the instrument passed an electrical continuity test. Additionally, the instrument was found to have one bent grip, causing misalignment on the grips. The conductor wire was dislodged.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet as of the date of this report.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument wrist broke. The customer was unable to remove the instrument from the cannula; therefore, the customer used an instrument release key (irk) to release the instrument from the tissue. Some tissue was torn when the instrument got stuck before being released. The customer had to enlarge the port site incision in order to remove the force bipolar instrument and cannula together. The procedure was completed robotically as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that prior to use, the instrument appeared to be intact and passed inspection. An irk was used to open the instrument's jaws which were stuck closed and grasping cervical tissue. There was no issue using the irk to open the instrument's jaws. There was no unexpected tissue removal or bleeding. There was no dislodged /missing/loose component pin on the instrument. The reporter confirmed that there were pieces of the instrument sticking out so it would not fit back through the trocar. The force bipolar instrument and cannula were removed together since the instrument's wrist could not be straightened due to physical damage. The customer noticed that the force bipolar instrument had a broken hinge. There was no patient injury and no fragments fell into the patient. Two force bipolar instruments malfunctioned during the procedure and a third was used. The event did not cause any long-term complications to the patient. No post-operative complications were reported.